Event description:
A talent stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. The aneurysm located at about 5cm distal from lsa. It was reported that a mild type I endoleak was observed intra-operatively, after a talent taa was implanted just under the left subclavian artery, on the aortic arch side. The type I endoleak was confirmed at about 2cm from lsa that was under the sealing area. Because the main aneurysm was successfully repaired and the distal side was completely occlusive, the physician thought it was likely that the endoleak area would clot and the physician decided to finish the surgery with no additional procedure. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).